Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm and catheter restriction alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). Initial reporter - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Keeping UDI partial in emdr ((B)(4)) as serial number is unavailable. The caller, (B)(6), fellow in the ccu, reported that troubleshooting had already been attempted, including repositioning the catheter and exchanging the pump. No blood, discoloration, or flakes were observed in the helium tubing, all connections were secure, and the helium tank valve was fully open. The patient was described as morbidly obese and had rolled during a vomiting episode. During further discussion, it was identified that the console may have been on standby for approximately 30 minutes or longer, with intermittent pumping that could not be confirmed to occur every five minutes. A bedside rn reported observing a "catheter restriction" alarm prior to the auto fill failure alarm. Esp personnel explained the nature of both alarms and emphasized the risk of thrombus formation associated with prolonged standby and inadequate therapy delivery. A chest x ray was obtained to assess catheter position. Responsibility of the call was transferred to (B)(6), who confirmed the plan to replace the balloon catheter. The balloon catheter was subsequently replaced successfully without reported complication. The caller later confirmed resolution of the issue and no further questions. No harm reported.

Event description:
N/a.